Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient with an implantable pulse generator (ipg) system that they experienced electrical shock during the operation on the right ventricular (rv) lead. The lead was explanted and replaced. Four days later the patient also experienced another shock and the lead was explanted and replaced. The patient is experiencing circulatory problems since the electrical shocks. No further patient complications have been reported as a result of this event.